Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed device had intermittent power issues. The specific cause of the power issue was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was experiencing intermittent power failure during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
During the receipt inspection of an olympus high-definition lcd monitor, it was discovered that the display was intermittently unable to power up and would auto-power down suddenly. There was no patient involvement during this event.